Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Manufacturer narrative:
(B)(4). False (B)(6) result. The reagent lot numbers causing the (B)(6) results are unknown, therefore the shipping history to (B)(6) was reviewed and lot numbers 89174hn00 and 91481hn00 received by the customer were randomly chosen to be tested as representative for all reagent lots potentially involved in the complaint. The customer returned two specimens (both with sample ID (B)(6)). The two returned specimens were tested with a retained kit of prism hcv lot number 89174hn00 and 91481hn00. Both specimens gave a (B)(6) result when tested with reagent lot 89174hn00 ((B)(6)), however, (B)(6) results, were obtained when both specimens were tested with reagent lot 91481hn00 ((B)(6)). Therefore when testing the specimens with reagent lot 91481hn00 the customer's observation was repeated. The returned specimens with sample ID (B)(6) were tested with an immunoblot assay (chiron riba hcv 3.0 sia) on 2011-(B)(6). Both samples gave indeterminate results when tested with the hcv immunoblot assay ((B)(6) ). The returned specimens with sample ID (B)(6) were tested with a second immunoblot, inno-lia hcv score and both samples were tested (B)(6). Specimen ID (B)(6) (both samples) has to be considered as not false (B)(6) when tested with prism hcv reagent lot 89174hn00. Furthermore, specimen ID (B)(6) was categorized as false (B)(6) for prism hcv reagent lot 91484hn00. To address the analytical and clinical sensitivity of lots 89174hn00 and 91481hn00 the following was performed: retained reagent kits of prism hcv, list number 6a52-48, lot number 89174hn00 and 91481hn00 were calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate the analytical sensitivity of the reagent lots in house sensitivity panel members a, b, c, d, and e were tested. The results were compared to acceptance criteria. All panel members met these acceptance criteria and no false (B)(6) result was obtained. The clinical sensitivity of reagent lots 89174hn00 and 91481hn00 was evaluated by testing two commercially available hcv seroconversion panels (zeptometrix hcv seroconversion panel hcv (B)(4)). Test results for the hcv seroconversion panels generated with reagent lots 89174hn00 and 91481hn00 were compared to test results with prism hcv provided in the respective vendor's data sheets. Both reagent lots detected the same first (B)(6) as specified in the vendor's data sheet for both seroconversion panels with comparable s/co values. Customer complaint data was reviewed and no adverse trends were identified. The prism hcv reagent package insert was reviewed and was found to adequately address the issue of discrepant results. The investigation did not identify a product deficiency.

Event description:
The customer stated that a blood donor sample from (B)(6) 2011 generated prism hcv (B)(6) results for the first time. The patient had previously generated (B)(6) results with prism hcv on (B)(6) 2010, (B)(6) 2009. Test results for the various samples are summarized below: sample from (B)(6) 2011: prism anti-hcv results were (B)(6). Architect anti-hcv was (B)(6). Hcv inno_lia hcv score was (B)(6). Hcv immunoblot (B)(6). Pool pcr was (B)(6). Hcv single pcr (B)(6). Sample from (B)(6) 2010: prism anti-hcv results were (B)(6). Architect anti-hcv was (B)(6). Hcv inno_lia hcv score was (B)(6). Hcv immunoblot (B)(6). Pool pcr was (B)(6). Hcv single pcr (B)(6). Sample from (B)(6) 2009: prism anti-hcv results were (B)(6). Architect anti-hcv was (B)(6). Hcv inno_lia hcv score was (B)(6). Hcv immunoblot (B)(6). Pool pcr was (B)(6). Hcv single pcr (B)(6). Sample from (B)(6) 2009: prism anti-hcv results were (B)(6). Architect anti-hcv was (B)(6). Hcv inno_lia hcv score still pending hcv immunoblot (B)(6). Pool pcr was (B)(6). Hcv single pcr (B)(6). No information has been received regarding any impact to a recipient of the previously donated blood product. The customer has filed a report with the (B)(4).